Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: head adapter device, (B)(6) 2019. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the cap was broken into two pieces at the proximal end. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the head of the impactor device cracked in half while being used with a replacement cap head adapter. During in-house engineering, it was observed that the replacement cao head adapter was found to have cracked into 2 pieces at proximal end. It was unknown if there were no delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.